Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 4x20mm promus element plus stent was selected and deployed. An unspecified nc balloon catheter was advanced to post dilate the stent. Upon dilation, stent deformation was noted at the proximal segment. Another dilation was performed using an unspecified nc balloon catheter to treat the damaged stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).